Manufacturer narrative:
B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove the guide wire was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent user error. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The pilot 50 and balance middleweight (bmw) guide wires are filed under separate medwatch reports.

Event description:
It was reported that during a procedure of the left anterior descending artery (lad), the balance middleweight (bmw) guide wire was positioned in the diagonal artery (da) and the 2.75 x 23 mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. The sds was removed and pre-dilatation was attempted, but it did not exit the guide catheter and was removed. A pilot 50 guide wire was advanced to the lesion next to the bmw. The same xience alpine sds was attempted, but did not cross the lesion. During removal, resistance was met and the devices were removed as a system. A different pilot 50 guide wire was advanced with anatomical resistance as the da was dissected. Additional dilatation was performed and two non-abbott stents were implanted with a good result. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.